Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead have had observations of intermittent jumps in high out of range pacing impedances as high as 3000 ohms. Technical services suggested to bring the patient in for further testing. The device system remains in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).